Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a continuous positive airway pressure (CPAP) mask that utilizes magnets to hold it in place. The mask came off and was on the patient's chest causing the magnet response alert to tone. The manufacturer of the mask will be contacting the patient to make arrangements to replace the mask with one without magnets. The device remains in use. No patient complications have been reported as a result of this event.